Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned positioned correctly in the iol case. Solution is dried on the iol. Both haptics are scratched/marked-rejectable. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "damage and a scratch were found on the optic before insertion". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, there was a damage and scratch found on the optic before insertion. The surgery was performed and completed after replacing the product with another one. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).